Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117033.

Event description:
It was reported that the patient experienced ineffective stimulation and was unable to enter MRI mode due to low impedances. Surgical intervention took place on (B)(6) 2024 wherein the lead was repositioned from left to right to address the issue. Therapy was restored post procedure. Investigation was unable to determine which led attributed to this issue.